Manufacturer narrative:
B3: the exact date of event was not reported. The retrospective study start date of june 1, 2021 is used for the estimated date of event. Block d4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block g2: literature source: ankit dalal, et al. (2025) utility of cholangioscopy in patients with surgically altered anatomy after percutaneous transhepatic biliary drainage endosc int open 2025; 13: a24872890 doi 10.1055/a-2487-2890 issn (B)(6). Block h6: imdrf code e1002 captures the reportable event of abdominal pain, imdrf code e1109 captures the reportable event of cholangitis.

Event description:
Boston scientific became aware of events involving spyscope ds through the article, utility of cholangioscopy in patients with surgically altered anatomy after percutaneous transhepatic biliary drainage, by ankit dalal, et al. Per the article, between june 2021 to may 2023, spyscope ds was utilized in cholangioscopy procedures for patients with surgically altered anatomy with intrahepatic stones or strictures. Post procedure, that adverse events of two patients reported abdominal pain and three patients presented with cholangitis. Cholangitis was treated conservatively. Please see the referenced article for full details.